Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 160mmh2o. The valve was visually inspected and a needle hole in the needle chamber was noted. No defects were noted. The valve and siphon guard were irrigated with purified water and no occlusion was noted. The valve was dried and leak tested and it only leaked from the needle hole in the needle chamber. The valve was tested for programming and the valve passed the test. The valve was then pressure tested and the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cppbvy, conformed to the specifications when released to stock on the 21st january 2014. Device functioned correctly and the problem reported by the customer could not be duplicated in the laboratory setting and functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
11/20/2014 affiiliate confirmed that the device was revised.

Event description:
Affiliate reported that the patient is male and (B)(6), diagnosed as hydrocephalus. The surgeon did v-p procedure on (B)(6), 2014. No abnormities found during the procedure. After 3 days of the surgery, the surgeon pressed the balloon but had rebound barrier. It was considered that obstruction occurred in the ventricles end. The surgeon did adjustment surgery and changed new valve on (B)(6), 2014. Now the patient is in stable condition.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.